Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted due to refractive surprise. Follow-up was performed regarding this event but no further information was provided.

Manufacturer narrative:
Section d6b, if explanted, give date: the exact date is unknown. The best estimate is between the alert date and the date the iol was received by johnson and johnson which is feb 6, 2025 ¿ feb 24, 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 6, 2025 section h3: evaluated by manufacturer: yes device evaluation: the lens was received. Visual inspection reveal the lens was received cut in half. The lens halves were cleaned revealing one half of the lens was damaged. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.